Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy with essure micro-insert'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), kidney infection ('kidney infections') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 1. Concomitant products included levonorgestrel (mirena) since december 2006 to 2008 for birth control as well as esomeprazole from march 2016 to july 2016 and oxybutynin from 2004 to 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), menstrual disorder ("my menstruation had drastically changed since placement"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the pregnancy with contraceptive device, abortion spontaneous, kidney infection, menstrual disorder, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder, hormone level abnormal, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, kidney infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient used birth control patch in ??-??-2005 to ??-??-2006 to prevent the pregnancy. Discrepancy noted essure removal date - on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pregnancy test urine - in (B)(6) 2013: pregnancy test positive. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received :. New events added - abdominal pain, kidney infection, back pain, menorrhagia, psych injury, bladder infection, hormonal changes, migraine, headaches. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy with essure micro-insert'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 1. Concomitant products included levonorgestrel (mirena) since (B)(6) 2006 to 2008 for birth control as well as esomeprazole from (B)(6) 2016 to (B)(6) 2016 and oxybutynin from 2004 to 2016. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("my menstruation had drastically changed since placement"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the pregnancy with contraceptive device, abortion spontaneous and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient used birth control patch in 2005 to 2006 to prevent the pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2013: pregnancy test positive. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received- events added-pelvic pain, abnormal bleeding (general), pregnancy with essure micro-insert, pregnancy (stillbirth or miscarriage), device ineffective, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), my menstruation had drastically changed since placement ¿,. Reporters, concomitant drugs, medical history and lab data were added. Outcome of the events-¿ pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abnormal bleeding (general)¿ were updated to ¿recovered/resolved¿ incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.